Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Vassilakos, d., fyntanidou, b., grosomanidis, v., adnan, a-k. Thoracic spinal cord stimulation for low back pain in a patient with permanent pacemaker. Indian journal of anaesthesia. 2015;59(12):820-821. Doi: 10.4103/0019-5049.171596. Summary/reported events: one (B)(6) female patient underwent implant of a spinal cord stimulator for treatment of severe chronic low back pain. One week later, an x-ray revealed that the electrode tip had slipped from level t9 to t11. Therefore, the scs was reprogrammed to produce paresthesia in the patient's pain location at a higher pulse width of 330us, whereas the rate and output voltage remained the same. Re-interrogation of the patient's cardiac pacemaker continued to reveal no interference. One week later, the patient was discharged and the scs could be switched on and off and the energy level could be increased and decreased by the patient (within preset safe limits). Post-implantation follow-up (at 3-6-12 months) revealed significant pain relief, improvement of basic movement's performance and quality of life as these were documented according to appropriate scales used. The source literature did not include any specific device information regarding the device involved in the event. Further information has been requested; a supplemental report will be submitted if additional information is received.